Manufacturer narrative:
It was reported that the ventilator failed internal leakage test during pre-use check (puc). Identification of issue has been done by analyzing problem description. No details have been obtained in regards which part turned out to be the source of the issue. The issue was decided to be reported to competent authority in abundance of caution as it may in some cases, represent a reportable event e.g. Malfunctioning gas module may lead to stop of ventilation, low o2 or high pressure. The device failed to meet its specifications, it has not been used at the time of the event. There was no patient involvement. The root cause cannot be determined.

Event description:
It was reported that the ventilator failed internal leakage test during pre-use check. There was no patient involvement. Manufacturer's ref. #: (B)(4).